Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 scope series was confirmed due to defective printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with older type endoscopes. In addition, camera heads and new type of scopes also fails to show image. The event occurred during preparation for use, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, there was no image with 180 series scopes due to a faulty dr board. Olympus will continue to monitor the field performance of this device.